Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the electrosurgical generator had an error code of e433 and restarted. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
New information added to the following fields: d9, h4 this supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eleven (11) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed in the device logs, however the error was not reproduced on inspection. Based on the results of the investigation, the error e433 occurred as a result of a defective footswitch. Additionally, olympus noted there are error codes e104 and e622 which appear in the log file and cannot exclude the possibility of age-related failure that could endanger the function and operational availability of the device. Olympus will continue to monitor the field performance for this device.